Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break and catheter removal difficulties were encountered. Crossover approach was performed via the right inguinal artery for chronic total occlusion and vascular access was obtained via left below the knee to perform bi directional approach utilizing retrograde approach. The 100%, chronic total occlusion (cto) target lesion was located in the mildly tortuous and severely calcified left superficial femoral artery (sfa). After a 035 non-bsc guide wire crossed the lesion, "pull through" was performed. A 5mmx100mm mustang balloon catheter was advanced for pre-dilatation. Then, a 7x180 x130 innova stent was advanced to the target lesion. However, encountered a difficulty in crossing the curve to other side of the lesion but managed to deliver the device. Stent releasing was started with rotating thumb wheel, but the marker of the middle sheath did not move to proximal side. When the physician fully rotated the thumb wheel and fully pulled the blue lever, it was noted that the stent was unable deploy. During manipulating the thumb wheel of the device, the physician felt difficulties like something got stuck. The stent delivery system was attempted to remove from the patient, but failed to remove as it became stuck at the calcification of the bifurcation. When the stent delivery system was strongly pulled, the shaft was broken. The distal part of the device was removed after releasing the "pull through" and no pieces of the device were remained inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer shaft, inner shaft, proximal liner and the remainder of the device were checked for damage. The middle shaft, proximal shaft, and the inner shaft were completely separated from the handle. The outer shaft was kinked, buckled and damaged along the entire shaft. The stent was partially deployed approximately 25cm from the mid shaft end. The handle was opened and inspected and was found that the mid shaft had been forcefully separated from the retainer clip. The clip was retrieved from the nosecone of the device. Visual investigation also showed some tip damage. The remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported withdrawing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break and catheter removal difficulties were encountered. Crossover approach was performed via the right inguinal artery for chronic total occlusion and vascular access was obtained via left below the knee to perform bi directional approach utilizing retrograde approach. The 100%, chronic total occlusion (cto) target lesion was located in the mildly tortuous and severely calcified left superficial femoral artery (sfa). After a 035 non-bsc guide wire crossed the lesion, "pull through" was performed. A 5mmx100mm mustang balloon catheter was advanced for pre-dilatation. Then, a 7x180 x130 innova stent was advanced to the target lesion. However, encountered a difficulty in crossing the curve to other side of the lesion but managed to deliver the device. Stent releasing was started with rotating thumb wheel, but the marker of the middle sheath did not move to proximal side. When the physician fully rotated the thumb wheel and fully pulled the blue lever, it was noted that the stent was unable deploy. During manipulating the thumb wheel of the device, the physician felt difficulties like something got stuck. The stent delivery system was attempted to remove from the patient, but failed to remove as it became stuck at the calcification of the bifurcation. When the stent delivery system was strongly pulled, the shaft was broken. The distal part of the device was removed after releasing the "pull through" and no pieces of the device were remained inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.